Event description:
The patient was enrolled in the watchman flx hk clinical study (watchman group) on 23oct2020 with patient identifier (B)(6). It was reported that thrombosis occurred. Transesophageal echocardiography (tee) six days prior to the index procedure revealed three left atrial appendage (laa) lobes with a windsock morphology with an ostium diameter of 30mm and length of 26mm. Cardiac rhythm at the time of assessment revealed atrial fibrillation. Prior to the index procedure, prophylactic antibiotics were administered, and one day prior to the index procedure, aspirin was given. During the pre-transseptal puncture, heparin was administered. A 35mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 30mm. The patient was discharged home on clopidogrel five days post procedure. Three hundred thirty (330) days post index procedure, tee identified a laminar, non-mobile thrombus with a maximum area of 1.9cm2 on the atrial facing surface of the closure device. The laa was completely sealed. Cardiac rhythm at the time of assessment also revealed atrial fibrillation. The patient was started on edoxaban in response to this event and aspirin was stopped. At the time of reporting, the event was considered recovering/resolving.